Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.25mmx12mm synergy ii everolimus-eluting stent was advanced but failed to cross the lesion. The device was pushed very hard and the hypotube kinked then it got separated and was split in half. The broken shaft was retrieved using the proximal end of the shaft. The device was completely removed from the patient's body. The procedure was completed with another synergy ii everolimus-eluting stent. No patient complications were reported and the patient's status was fine.